Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed deformations of the inner conductor coil. It is reasonable to assume that these deformations resulted from mechanical forces. During the mechanical analysis, a stylet intended to be used with this lead could not be properly inserted and advanced within the leads lumen. This resulted from residuals of coagulated blood in the lead, which were most likely introduced into the lumen as a result of stylets used during the explantation procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported dislodgement. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted due to dislodgement, which occurred as a result of twiddlers syndrome. No adverse patient side effects were reported. Should additional information become available, this file will be updated.